Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There was no button error alarm noted during testing. The pump was received with a minor scratched display window, a cracked case at the display window corners, a broken reservoir tube lip, a cracked case near reservoir tube window, and broken battery tube threads. It was noted that there was no moisture damage inside the pump.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 135 mg/dl at the time of the incident. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer's niece dropped a little bit of water on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.